Event description:
A nurse was drawing blood from a patient using the saf t wing blood collection set. Blood leaked through the rubber covering the needle. Only minimal amount of blood leaked. There was no harm to the patient or the nurse. We reported similar incidents and the company sent us a letter claiming the problem was solved.